Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized for high blood glucose and a bladder infection. No blood glucose reading was reported. The customer stated she experienced a fever, headache and was light headed prior to the event. The customer stated, she has been using the insulin pump ever since the event and stated it appears to be functioning normally; therefore, troubleshooting was declined during the phone call.